Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that when trying to charge ins, patient would see screen "device not found" and when she eventually was able to connect, the session would get interrupted. Controller would be fully charged. Patient did not give clear answer as to how low ins would be when she charged. The stim would shut off. Patient's stim changed on its own. Today when she got home from the healthcare professional (hcp) the stim level had gone to 0.0 ma on its own. In the past it had jumped from 5.0 to 6.6 or 6.8 ma. Patient did not report that she had adaptive stim. She locked the screen before putting controller away. This had been ongoing for about 6 months. Patient underwent ect (electroconvulsive therapy) and it affected her memory. No further complications were reported.